Event description:
A consumer reported receiving a low blood glucose reading of 146 mg/dl when compared to a laboratory value of 353 mg/dl. These values when plotted on a clarke error grid fell into the "d" zone showing the difference in readings to be clinically significant. There was no report of death, serious injury, medical intervention or mistreatment associated with the event.